Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was allegedly occluded. The catheter was removed and revealed a kink in the device that was not found during x-ray. There was no reported patient injury.

Event description:
It was reported that the catheter was allegedly occluded. The catheter was removed and revealed a kink in the device that was not found during x-ray. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One x-port isp with groshong catheter was returned for evaluation. It was noted that the catheter lock was not completely seated on the port stem and catheter at the port body. A kink was noted at the 15cm depth marker. Blood and residue were noted throughout the returned sample. The port body and connected catheter were patent to infusion with no leaks noted. Based on the finding of an observed kink in the catheter, the investigation is confirmed for the reported catheter kink. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.